Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink and a damaged (open hole) at the lap joint assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. Imaging core windup began 1.0 cm from the distal end of the connector shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 27june2018. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), after using the catheter for several times, it was reported that the image disappeared during intravascular ultrasound before stent insertion after plain old balloon angioplasty. The catheter was reconnected; however, image was not displayed. The opticross¿ imaging catheter was replaced with another of the same device and the procedure was completed. No patient complications were reported. However, device analysis revealed a damaged (open hole) at the lap joint assembly.